Event description:
During cardiac surgery, upon removal of the retrograde catheter, the balloon was noted to be ruptured. Decision was made to explore the right atrium, right ventricle and pulmonary artery for remnants. Exploration of the coronary sinus, right atrium, right ventricle, the superior vena cava, inferior vena cava, right ventricular outflow tract were explored. No remnant of the balloon could be identified.